Manufacturer narrative:
Occlusion alarm- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while administering a bolus. As the customer had changed the supplies on the pump prior to contacting tandem's technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. In addition, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 437 mg/dl, which was addressed with a manual injection. In addition, it was confirmed that the customer will use manual insulin injections as alternate insulin therapy.